Manufacturer narrative:
A2 age at time of event and unit measure - age: updated with additional information received.

Event description:
Reported via clinical study. It was reported that hospitalization occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted. Following the implant procedure, the patient experienced a drop in blood pressure (bp) with standing. The bp improved with sitting. The patient was administered 250 ml of normal saline (ns) and was admitted for overnight observation. The patient was stable overnight and the symptoms resolved the next day. The patient was cleared for discharge.

Event description:
Reported via clinical study. It was reported that hospitalization occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted. Following the implant procedure, the patient experienced a drop in blood pressure (bp) with standing. The bp improved with sitting. The patient was administered 250 ml of normal saline (ns) and was admitted for overnight observation. The patient was stable overnight and the symptoms resolved the next day. The patient was cleared for discharge.